Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an active meter, compared to a professional meter, within 10 minutes: 109 mg/dl (professional meter) and 61 mg/dl (active meter). Customer was treated with dextrose based on active meter reading; did not suffer complications. Customer is neonate in hospital. Requested return of the alleged device for evaluation and replacement was sent.